Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for the loose drive support disk. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported that insulin was squirting out when filling the infusion set. Customer stated that she received an error alarm during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 163 mg/dl and has treated with manual injections. No further information reported.